Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information literature attachment: late embolization of a patent foramen ovale occluder successfully retrieved percutaneously b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "late embolization of a patent foramen ovale occluder successfully retrieved percutaneously", was reviewed. The article presented a case study of a 68-year-old female patient with a history of ischemic stroke. On an unknown date a 18mm amplatzer pfo occluder was selected for implant. The device was implanted. Approximately three months later during follow-up transesophageal echocardiography (tee) confirmed absence of the device at the interatrial septum. Computed tomography (CT) showed the device embolized to the distal abdominal aorta, proximal to the aortic bifurcation without initial signs of vascular injury. Endovascular retrieval was performed via right femoral arterial access. Retrieval via amplatz goode neck snare was unsuccessful. Retrieval was completed with biopsy forceps. Angiography obtained before sheath removal demonstrated an infrarenal aortic dissection. The patient remained hemodynamically stable and was managed conservatively. Three weeks after retrieval, the patient experienced recurrent ischemic stroke. Repeat pfo closure was performed with a 35-25mm amplatzer talisman occluder on an unknown date. Echocardiography obtained at 3-months post-redo pfo demonstrated the device in stable position without residual shunt. [The primary and corresponding author was fadhel hamidani, department of cardiology, st. Bernward krankenhaus, treibesstrasse 9, hildesheim 31134, germany, with corresponding e-mail: fadhelnabilhamidani@gmail.com.].